Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device implanted, underwent a revision surgery due to a tubing length that was too short. The aus pump was explanted, and a new aus pump was implanted. No patient complications reported.